Manufacturer narrative:
Per the user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered the incorrect carbohydrate ratio setting into the pump. After confirming the setting with a healthcare provider, the customer had tandem technical support assist with correcting the setting. Blood glucose was 116 mg/dl.